Event description:
The customer reported they were unable to move the vertical column. No pt injuries were reported.

Manufacturer narrative:
The ge service rep isolated the problem to a defective power supply ps3. He replaced the defective power supply and checked system for proper operation. System performs as intended.